Manufacturer narrative:
Ghamasaee, p., carr, k., johnson, j., <(>&<)> grandhi, r. (2017). Malignant stroke in a ticagrelor non-responder as a complication following aneurysm treatment with the pipeline embolization device¿. Interventional neuroradiology, 23(3), 297-300. Doi:10.1177/1591019917697473 the pipeline flex was implanted and will not be returned for evaluation; product analysis will not be performed. Based on the reported information, there did not appear to have been any defect of the device during use. Per the provided information, review of IFU, and review of literature to investigate the complaint, the most likely cause for the in-stent thrombosis is patient condition ¿ ticagrelor nonresponder.

Event description:
Medtronic literature review found a report of in-stent thrombosis and death after pipeline flex implantation. The patient elected to undergo pipeline flex flow diversion treatment of a 15.8 x 14.7 mm right internal carotid artery (ica) communicating segment aneurysm. Two weeks prior to the procedure, the patient was started on aspirin 325 mg daily and clopidogrel 75 mg daily two weeks prior to the procedure. On the morning of the treatment procedure, the patient was found to be a clopidogrel non-responder with p2y12 reactivity units (pru) of 249. The patient was then administered 180 mg of ticagrelor as a loading dose. The patient underwent aneurysm embolization with intrasaccular coil placement as well as deployment of a single 3.75 mm x 20 mm pipeline flex across the neck of the aneurysm. During the procedure, intravenous heparin was administered to maintain an activated clotting time at greater than 250 seconds. Final angiography runs demonstrated excellent parent artery wall apposition by the ped. Seven days post-procedure, the patient was discharged home on dual-antiplatelet therapy with 90 mg of ticagrelor twice daily and 81 mg aspirin daily. Twelve days post-procedure, the patient was re-admitted with acute onset of left-sided paresis, dysarthria, and alteration of consciousness. A computed tomography (CT) angiogram demonstrated a right ica occlusion, secondary to in-stent thrombosis. Despite patient compliance with her prescribed ticagrelor and aspirin, a subsequent pru test showed a pru of 245. Fourteen days post-procedure, the patient ultimately expired due to the stroke.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information has been received. The cause of death was malignant cerebral edema and herniation after right anterior cerebral artery (aca)/ middle cerebral artery (mca) ischemia stroke as a result of in-stent thrombosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.